Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "sr90d poly adjustment tool broke during removal. The prongs that interface with the screw shank fractured in head of screw, leaving 3 of 4 remaining in screw head".